Manufacturer narrative:
The problem was due to obstructed diode's channels. After the replacement of the diode and other components, the laser system restarted to work. We are unaware about patient injury.

Event description:
The laser system has the following problem: "low flow rate 3.5 lpm and low power output 130 w".